Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings. On investigation, the reported occlusion call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box history found record of occlusion alarm due to high force during prime. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm. Unrelated to the complaint, pump casing crack was found between the bottom of the keypad and the case seal. Pump casing was opened and no evidence of moisture intrusion or intermittent conditions was found.